Event description:
It was reported the patient noted the device 'quit working' after the procedure. It was unclear which procedure was being referred to. A revision surgery to replace the battery was planned the day of this report when the healthcare provider (hcp) found that the lead was broken. The revision was not completed on that date because the manufacturer representative was not available and the hcp did not have the necessary product to do a revision. It was noted the patient was rescheduled for a lead revision in the next two weeks, as of the date of this report. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Product ID 3093-28, lot# v096188, implanted: 2008-(B)(6), product type lead product ID 3037, serial# (B)(4), implanted: 2008-(B)(6), product type programmer, (B)(4).